Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed 100% inspection. No defective complaint samples were returned for evaluation. Therefore, no physical assessment was conducted for this complaint. Based on the investigation, the complaint could not be confirmed. Since no physical investigation or assessment has been conducted on the defective part due to no complaint or representative sample was returned. Therefore, no further investigate was done to determine the actual root cause to the phenomena experienced by user.

Event description:
It was reported that the patient had a catheter in place and upon trying to remove it they were not able to deflate the catheter. The patient was experiencing pain and was taken to the ER. The ER was unable to deflate the catheter, therefore they removed it inflated causing pain. The patient is currently doing fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient had a catheter in place and upon trying to remove it they were not able to deflate the catheter. The patient was experiencing pain and was taken to the ER. The ER was unable to deflate the catheter, therefore they removed it inflated causing pain. The patient is currently doing fine.